Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection, the surgeon attempted to fire the device for the first firing, but it did not fire. The surgeon then replaced it with another reload, fired and the device worked properly. There was no patient injury. It was also reported that the surgical time was extended by less than 30 minutes.